Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on ventricular channel was observed via remote transmission. Suggested programming changes were made. Patient was fine.